Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, system error 345 was not reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing force sensor. The downstream sensor assembly requires replacement to address this issue. During evaluation the device had a delayed key response time. The cause was identified to be a failing processor printed circuit board (pcb). The processor pcb was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon powering up at the emergency room department. There was no patient involvement. No additional information is available.